Event description:
During resmed evaluation, review of astral device event logs revealed battery communications lost alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The external battery required replacement to address the reported complaint. The external battery pack was not returned to resmed. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs found instances of battery alarms raised by the external battery, but not the internal battery. The investigation determined that there was no fault found with the internal battery and the device was performing to specifications. The external battery was not returned and there is not enough information to determine whether or not the external battery was defective. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of astral device event logs revealed battery communications lost alarms. There was no patient harm or serious injury reported as a result of this incident.